Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated they were hospitalized after the sensor failed. They reported symptoms of dizziness and confusion; however, did not provide additional information about the event. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.